Manufacturer narrative:
Concomitant medical products - model: ddmb1d1, implantable cardioverter defibrillator (ICD); implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department due to near syncope. A remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the right atrial (ra) lead displayed intermittent atrial undersensing on stored electrograms (egm) and the implantable cardioverter defibrillator (ICD) may have detected a atrial fibrillation with rapid ventricular response (af w/rvr) as a ventricular fibrillation (vf) episode resulting in the patient receiving an inappropriate therapy. The device remains in use. No further patient complications have been reported as a result of this event.